Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4111, 4114 and 4119. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. The product was not returned for investigation. The reported event is non-verifiable. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when they left zimmer biomet. No DHR or complaint history review could be performed without relevant lot and item information. (Unknown screw). The reported event could not be recreated due to the nature of the dental device and event, and the complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are torque applied during placement/seating exceeds recommended value, clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : device requested but not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw at implant site#19 fractured in a well seated implant. Removal tools were purchased and the patient is returning for screw removal.